Manufacturer narrative:
One cadd ms3 pump returned for analysis. The customer's stated problem was verified. During investigation the device displayed error code 100 due faulty motor. Service will replace the pump faulty motor to correct the reported problem. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm during infusion. It was noted that the pump stated 'system default, send for service.' No adverse patient effects were reported.